Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received a 14ga iag consisting of a fully retracted needle-barrel assembly and a catheter adapter assembly along with a strip of top web packaging from lot number 8127893. Through the visual examination, the needle was received fully retracted within the safety barrel. There was no physical-mechanical damage observed on the catheter tubing or tip. The cannula was pushed to the out position where damage was not observed. The white button was pushed and the needle retracted without resistance (as intended). The returned unit provided for evaluation met the manufacturing specification requirements therefore no root cause was determined. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that the patient was successfully punctured with the bd insyte¿ autoguard¿ shielded IV catheter, but catheterizing the vein was unsuccessful, as was retracting the needle when the safety mechanism failed. A new puncture with a different catheter was required as a result. The following information was provided by the initial reporter, translated from french to english: "patient successfully punctured, but unable to catheterize the vein, nor retracting the safety system. Consequences: new venipuncture with another catheter."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient was successfully punctured with the bd insyte¿ autoguard¿ shielded IV catheter, but catheterizing the vein was unsuccessful, as was retracting the needle when the safety mechanism failed. A new puncture with a different catheter was required as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient successfully punctured, but unable to catheterize the vein, nor retracting the safety system. Consequences: new venipuncture with another catheter."